Event description:
A physician reported four cases concerning ceeon 911a. One case concerned a patient (age and gender unknown) who underwent cataract surgery and was implanted with ceeon 911a foldable lens on an unspecified date. One month following surgery the patient developed chronic macular edema. The patient was treated with steriods and recovered completely from the event. At the time of this report no details of the lens, batch number of expiry date were provided. The event is considered serious/intervention required.